Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00900. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the calibration and test cut could not be checked due to a bent comb, the bottom roll was worn and the ratchet gear was not working well in the handle. The side plates, comb, gear, bottom roll, ratchet gear and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the mesher teeth are bent not cutting through. Lifenet health is a cadaver skin bank that uses the devices on previously recovered cadaver skin. This issue was identified when the mesh was opened to begin processing. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.